Event description:
It was reported that on (B)(6) 2007, the patient underwent a right sacroiliac joint fusion with posterior instrumentation, utilizing an interbody cage and rhbmp-2/acs. On (B)(6) 2007, the patient underwent a left sacroiliac joint fusion using interbody cage and rhbmp-2/acs. The patient returned home, but his pain and difficulties did not subside. He subsequently underwent two additional surgeries on (B)(6) 2008 to remove an ectopic calcification, and an additional surgery on (B)(6) 2008, to remove the bilateral sacroiliac joint cages. The patient currently has chronic pain syndrome, neck pain, bulging discs, and narcotic dependence from prescribed painkillers.

Event description:
It was reported that on: (B)(6) 2007: the patient was pre-operatively diagnosed with right sacroiliac joint instability and underwent the following procedures: right sacroiliac joint fusion with instrumentation, right iliac crest bone graft, implant of cage with bone morphogenic protein; continuous neuromuscular monitoring. As per op-notes¿ the 14-mm tine was then brought onto the field and we cut a slot for a 23-mm cage, 26 mm deep. Removing the tine, bone graft was impacted anteriorly and then we screwed into place a 23-mm x 14-mm cage. Cancellous bone wrapped in bone morphogenic protein sponge was then applied above and below, and we impacted the remainder of the bone graft. Sponge was placed inside the cage, which had been countersunk 3 mm. At this stage we completed the instrumentation. We made sure that all the available bone graft had been placed into the s1 joint before we placed a medium hemovac drain and' sewed up the muscle.¿

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2007, the patient underwent a right sacroliliac joint (hip) fusion with posterior instrumentation, an interbody cage and rhbmp-2/acs. Subsequently, on (B)(6) 2007 a left sacroiliac joint fusion was performed by his surgeon utilizing rhbmp-2/acs to effect fusion of these bones. The patient subsequently needed two additional surgeries on (B)(6) 2008 to remove an ectopic calcification, and an additional surgery on (B)(6) 2008, to remove hardware used in the original surgery. The patient developed ectopic bone growth, chronic pain syndrome, neck pain, bulging discs, and narcotic dependence from prescribed painkillers.